Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valved conduit after an implant duration of 1 year due to endocarditis and significant stenosis. Per medical records the patient had developed an av fistula infection and subsequently presented with positive blood cultures and staph bacteremia and was also found to have a significant paravalvular abscess. There was a paravalvular abscess extending posteriorly to the level of right underneath the left main coronary artery and the non coronary to the left cusp. There was also an area of the abscess cavity that had formed just outside of the prior patch that was used in the right coronary cusp of aortic valve. After completion of the procedure, the transesophageal echocardiogram revealed a normally functioning bioprosthesis. The patient was discharged home on pod #7.

Manufacturer narrative:
H10: additional narratives: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Manufacturer narrative:
The device was explanted > 0 days for unknown reasons. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. The device was not returned for evaluation, as the device return request is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
It was learned from implant patient registry that a 21mm aortic valve was explanted and replaced with a 23mm valved conduit after an implant duration of 1 year due to unknown reasons.